Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The root cause could not be determined. The dexcom g4 platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.

Manufacturer narrative:
(B)(4) the complaint device was not returned for evaluation. Problem could not be confirmed. Additionally, the complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contact dexcom technical support on (B)(6) 2015, to report a receiver displaying a miscellaneous firmware error that occurred on (B)(6) 2015. Patient reported that wife heard the receiver give an alert due to the hardware error. At the time of the alert, patient's wife tried to wake patient up. Patient was unresponsive. Patient's wife performed finger stick blood glucose (bg) reading. Patient's bg was 20mg/dl. Patient's wife called 911. Paramedics arrived and performed finger stick bg reading. Patient's bg was reported to be 22mg/dl. Paramedics administered intravenous (IV) glucose. After IV glucose administration, patient's bg level was reported to be 200gm/dl. Paramedics stabilized patient. Patient decline transport to hospital. Patient did not require further medical intervention. At the time of contact, patient reported current condition as good. No additional event or patient information is available.